Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to shut of the device, plug in the second scope, and power the unit back on. The issue persisted; however, the scopes worked as normal on other towers. Tac asked the customer to reseat the communication cables between the cv-190 and clv-190. Afterwards, the customer connected the scope and the errors disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 and an e216 communication errors when the 190 series scope is connected. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reproduction check of the reported communication errors could not be performed because the device was not returned for an investigation. Therefore, the root cause of these errors could not be determined. Olympus will continue to monitor field performance for this device.